Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the high voltage tank. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No pt injury was reported.